Manufacturer narrative:
The system was examined and both reported events were replicated. The (lio) laser indirect ophthalmoscope fiber connector was broken and missing the internal (rfid) radio frequency identification chip. The lio cable was replaced. The socket knuckle was replaced also to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of lio recognition failure can be attributed to a damaged cable assembly lio. However, how and when the cable became damaged cannot be determined conclusively. The root cause of the reported event of no laser beam can be attributed to a damaged socket, knuckle. However, how and when the socket became damaged cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a system does not read the laser connector and there is no laser beam before a procedure. There is no patient involved.